Manufacturer narrative:
Pump received with a blank non-flashing white liquid crystal display with vertical/horizontal white lines due to cracked liquid crystal display glass. Unable to perform the self test, displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Blood glucose level was unknown at the time of the incident. It was also mentioned that the insulin pump was flashing while trying to change battery. The device has been returned for analysis.